Manufacturer narrative:
In follow up with a medela clinician on 7/21/2021, the customer's daughter stated that he was currently in the hospital because his wound got infected. He received a replacement device from (B)(4), a medela distributor, one day after the display was reported not working. The daughter was not sure if the interruption in therapy was due to waiting for the new device to be delivered caused the infection. She indicated that he should be released from the hospital in another week. Medela is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On (B)(6) 2021, the customer contacted (B)(4), a medela distributor, and alleged that the display on the liberty negative pressure wound therapy pump was not working correctly. (B)(4) was transferring the customer to medela when the customer hung up.